Event description:
The customer reported an intermittent communication failed error message. The fe states that this caused the sys to fail to boot. There is not report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and the power cable were replaced during the service call. The sys was tested and found to be working as intended and put back into service.